Manufacturer narrative:
The device was received not deployed. The download data shows the pod generated an 0x10 hazard alarm at the end of the first prime, indicating reset due to sawcop expiration. The sawcop is a timer in one of the chips in the pod that is regularly reset through the correct operation. No timeouts or drive stalls were observed. The investigation found no damages or defects that would contribute to generating the 0x10 hazard alarm. The needle mechanism did not deploy due to the reset alarm. The needle mechanism was not deployed, and the cannula was not visible. The investigation found no damage or defects to the cannula. The investigation found no damages or defects to the fluid path that would result in fluid leaking from the needle guard.

Manufacturer narrative:
The device has been returned/received and, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g998usqsjhzaa. Hardware: sm-g998u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward into the viewing window when the pod was activated; this indicates a needle mechanism failure. It was reported that when the needle guard was removed during pod set up, the cannula appeared to be broken and started ¿squirting¿ the insulin out. The pod was not worn. No impact to the patient's glucose level was reported.